Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic oophorocystectomy on (B)(6)2019 and suture was used. When closing the wound, the suture detached from the needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported performance pull off - suture needle. No needle or suture were returned for evaluation to determine the assignable cause of the performance pull off suture needle, only was received an empty labeled winding former of product code z464, lot # jh5dzrn. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.